Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for an unrelated event. Interrogation of the patient's implantable cardioverter defibrillator (ICD) revealed post-sensed t-wave over-sensing. The device was reprogrammed. The patient was stable.